Event description:
On 13-jun-2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels of 317 mg/dl, resulting in diabetic ketoacidosis (dka) and hospitalization. The user was admitted on (B)(6) 2026, treated with insulin therapy, and discharged on (B)(6) 2026. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hyperglycemia progressing to diabetic ketoacidosis (dka) requiring hospitalization while on ilet therapy. Diabetic ketoacidosis is a serious metabolic complication requiring hospitalization and insulin therapy and is consistent with the reported hospitalization and treatment. The user's mother reported that glucose values increased overnight and remained elevated despite changing the infusion set the following morning. When glucose values did not improve, the user was taken to the hospital. Additional education was provided regarding ketone management and the importance of performing a complete infusion set change when persistent hyperglycemia occurs. Engineering review could not be performed for the reported event because device data corresponding to the event timeframe were unavailable. Review of available engineering records identified that the device powered off on (B)(6) 2026 and was not powered on again until (B)(6) 2026. This information could not be reconciled with the reported history that the user was wearing the ilet at the time of the event. No malfunction alerts, factory reset events, or motor errors were identified in the available engineering records. Based on the available information, the cause of the event remains not established. No device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.